Manufacturer narrative:
Covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the graphical user interface (gui), touch-frame, and touch-frame cable assembly. The device passed extended self-test (est), short self-test (sst), and the performance verification test (pvt). (B)(4).

Event description:
Service report shows that an 840 ventilator had touch screen block error. The device was not being used on a patient when event occurred. The date of the event is unknown.